Manufacturer narrative:
The investigation for the hemolysis and access site bleed has been completed. The impella device was not returned for evaluation. Data logs showed suction alarms at starting that resolved. No motor current (mc) spikes outside of p-levels changes. No positioning issues mentioned. The cause of the access site bleeding - major most likely was patient movement related as it occurred after transferring the patient to ICU. The cause of the hemolysis issue cannot be determined since the complaint device not returned for investigation and lack of clinical details. Corrections to the initial MFR report: g1-MDR reporting contact email g1-MFR site name and address h6-clinical code added 1886. H6 impact code 4627.

Event description:
The complainant reported that the patient on impella cp support developed hemolysis and bleeding at the impella access site. The dressing was changed and one unit of packed red blood cells was given. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿